Manufacturer narrative:
H6; code 400: yielded jaws. Visual inspections & results: clip in jaws, damaged feed bar, damaged floor, damaged handle shrouds, damaged other, damaged tip shrouds, damaged trigger, damaged tube, and damaged weld seams; no. Damaged jaws; yes. Damaged cutter; na. Functional tests & results: antibackup functional, firing: feed conform, jaws: hold clip, and lockout functional; yes. Firing: form conform; no. Jaws: inside width at tips; .203. Analysis conclusion: based upon the inquiry info received and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
During a laparoscopic hepatectomy procedure, it was reported by the affiliate that the device was spitting clips. There was no pt consequence.